Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fixation devices deployed fasteners that were unable to fixate the mesh. The subject device is not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. And "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". This MDR represents the bard/davol sorbafix enhanced (device #1). An additional MDR was submitted to represent the bard/davol sorbafix enhanced (device #2). Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device deployed fasteners that came off one after another, and the device was unable to fix the mesh (device #1). It is reported that a second bard/davol sorbafix enhanced fixation device was used and the surgeon experienced the same issue (device #2). It was reported that the loose fasteners were removed from the patient's body. There was no reported patient injury.